Event description:
Boston scientific received information that this right atrial lead was dislodged and replaced with no issue. Additional information was received indicating that the lead dislodgement was confirmed via x-ray. This ra lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead what affected the active fixation mechanism. These blood residuals were most likely introduced by means of stylets used during the surgery. Furthermore cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the surgery. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead presented cuttings in the insulation and residuals of coagulated blood along the inner coil of the lead, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).